Manufacturer narrative:
Device location unknown.

Event description:
A physician reported that a patient underwent revision surgery to address a fractured mesa screw.

Event description:
A physician reported that a patient underwent revision surgery to address a fractured mesa screw.

Manufacturer narrative:
The device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.